Manufacturer narrative:
No complaint was received with return of the lead. Failure event observed during analysis. The lead was returned in two pieces measuring 28.1 cm of the connector piece and 29.8 cm of the distal piece. Final analysis found external insulation abrasion. External insulation abrasion was noted at 9.4 cm to 9.9 cm from the distal tip consistent with lead friction to another device or feature of the heart. Other damages found on these two pieces were consistent with procedural damages.

Event description:
This report is to advise of an event observed during analysis.